Event description:
The customer contact reported a tubing separation; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified bicarbonate solution. After an unspecified length of time in use, it was noted that the tubing had separated from the distal leg of the distal y-site. It was reported that approximately 75ml of blood was lost. The customer contact indicated that the pt's vital signs remained stable. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained.